Event description:
A nurse reported that during the intraocular lens implantation scratch was noted on the lens. The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).